Event description:
It was reported that the patient presented for follow up in the clinic. It was noted that the left ventricular (lv) lead exhibited increased capture threshold resulting in loss of capture. Chest x-ray confirmed the lv dislodgement. The lv lead was explanted on (B)(6) 2025. The patient was in stable condition.